Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with the sensor and started bleeding. Customer ended up having to go to the hospital and getting stitches due to site. Blood glucose level at the time of incident is unknown. Troubleshooting occurred. Product will not return for analysis.